Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leaflet damage and recurrent mr. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted on the center of a2p2, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. One day post procedure transesophageal echocardiography (tee) noted a tear in the posterior leaflet and the mr increased to 4. The clip was confirmed to be stable on both leaflets. No treatment is planned at this time. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported tissue injury could not be determined. The reported mr appears to be a cascading effect of tissue injury. The reported mr and tissue injury as listed in the mitraclip system instructions for use (IFU) are known possible complications associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.